Event description:
Reporter indicated that vns pt had been diagnosed with left vocal cord paralysis. Stimulation was initiated five days post-implant at 0.25ma normal mode output current, 20hz frequency, 250psec normal mode pulse width, 30sec on time, 5min off time, 0.50ma magnet mode output current, 60sec magnet on time and 250psec magnet pulse width and was increased to 0.5ma normal mode output current, 30hz frequency and 0.75ma magnet mode output current at that same visit. Five days later, device settings were increased as follows: 0.75ma normal mode output current, 500psec normal mode pulse width, 1.0ma magnet mode output current. At that time, the pt reported that he "felt great" and was experiencing no side effects from the vns therapy. Additional increases in both normal mode and magnet mode output current settings occurred in 0.25ma increments eleven, four, and seven days later, at which time the pt reportedly tolerated the adjustments well with no complications. Approx five weeks later, the pt reported a sore throat that was initially belived to be due to a cold or flu. Normal mode output current was reduced from 1.50ma to 1.25ma and off time was increased from 3 minutes to 5 minutes at this office visit. Approx one month later, the pt continued to experience a "soft voice". Normal mode output current was increased back to 1.50ma at this office visit and a video stroboscopy was ordered to evaluate the pt's vocal cords. Speech therapy is being considered.